Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient was given medication to treat the condition and the valve was explanted. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required. A manufacturing non-conformance was not identified. The device was not returned for evaluation as it was discarded at the hospital. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time. See report number 2015691-2018-04371 for related complaint involving the aortic valve.

Event description:
It was reported via the implant patient registry that a 25mm aortic valve and a 27mm bioprosthetic mitral valve were found to have a mass involving both valves that was treated with anticoagulation after an implant duration of eight (8) years and (8) months. Three (3) months later, the 27mm bioprosthetic mitral valve was found to have severe mitral stenosis. Both valves were explanted. It was noted that the aortic valve was ok, but the aortic valve had to be explanted to get to the mitral valve. Post-operative patient's status noted in recovery. Per medical records received, the patient underwent a ¿commando¿ technique in 2009 and required a bio-bentall technique with an avr and mvr. He did well initially and developed a stroke and echocardiogram showed extensive thrombus on the mitral valve. He was started on anticoagulation. Over the next three months he developed increasing shortness of breath, severe tricuspid valve regurgitation, and severe mitral stenosis with ¿two of the leaflets frozen shut.¿ it was noted that the aortic valve looked ok. He underwent a mitral valve replacement, an aortic valve replacement, and tricuspid valve repair with a non-edwards annuloplasty ring. Intraoperatively, initially an attempt to approach the mitral valve from the septum and then from the groove was approached, but ultimately the commando approach was chosen, which required replacement of the aortic valve to allow access to the mitral valve. The existing pericardial aortic valve was removed by cutting through the sewing frame. A little pannus was removed and the mitral annulus was prepared. A 31 mm pericardial valve was implanted in the mitral position and a 27 mm pericardial valve was implanted in the aortic position and the devices seated nicely. A non-edwards annuloplasty ring was implanted in the tricuspid position. All valves functioned normally with no paravalvular leaks on the left side and mild residual tricuspid regurgitation on the right side. The patient was transferred to the ICU in stable condition having tolerated the operation quite well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.